Event description:
2 therasphere® vials were used to treat this patient; it cannot be determined which device contributed to this serious adverse event. Refer to MDR 3002124543-2019-00001 for the other device associated with this event. (B)(4). Subject: (B)(6). Last sae report: 24 jan 2019. Sae: thrombocytopenia. This report concerns subject (B)(6), a female subject born in (B)(6), who was enrolled in study (B)(6) entitled "(B)(6)". On (B)(6) 2018, the subject was randomized to receive treatment with therasphere® for metastatic colorectal carcinoma and second-line chemotherapy. On (B)(6) 2018, the subject received the first cycle of second-line chemotherapy, folfox regimen (oxaliplatin 151.3 mg, folinic acid 178 mg and fluorouracil 1780 mg which completed on (B)(6) 2018). On (B)(6) 2018, the subject received treatment with total 2 vials of therasphere®. The right hepatic lobe was treated with 1 vial (dose: 114 gy, activity of 7 gbq, lot no 1899441, expiry date: 12 oct 2018). One vial was administered in the left hepatic lobe (dose: 117 gy, vial activity of 3 gbq/lot no 1899441, expiry date: 12 oct 2018). On (B)(6) 2018, the subject received the most recent cycle (fourth) of second-line chemotherapy, folfox regimen (oxaliplatin 148.75 mg intravenous (IV), folinic acid 175 mg IV and fluorouracil 1750 mg IV which completed on (B)(6) 2018) and avastin (bevacizumab) 650 mg IV, prior to the event. There is no relevant medical history to the event. Concomitant medications included metocard, diaprel mr, eutirox and metformax. On (B)(6) 2018, the subject was hospitalized for thrombocytopenia with platelet count of 21 tus (normal range: 150 to 400) and without the symptoms of hemorrhagic diathesis. The subject was treated with following medications: IV steroids dexaven (dexamethasone) 20 mg IV once daily, from (B)(6) 2018 and was ongoing; cyclopamine, 500 mg oral, thrice a day from (B)(6) 2018 and was ongoing; controloc (pantoprazole), 20 mg once a day from (B)(6) 2018 and was ongoing; dexamethasone, 4 mg twice a day from (B)(6) 2018; cyclopamine, 500 mg, thrice a day from (B)(6) 2018 and dexamethasone, 4 mg once daily from (B)(6) 2018. On (B)(6) 2018, the subject recovered from the event of thrombocytopenia and was discharged from the hospital. The subject continued participation in the study. No action was taken with second line chemotherapy due to this event. The investigator assessed the event of thrombocytopenia as grade-4 (life-threatening) in intensity and serious due to hospitalization and possibly related to study device, unrelated to study procedure and possibly related second line chemotherapy. The company assessed the event as possibly related to study device, unrelated to study procedure and definitely related to second line chemotherapy. No additional information is expected.